Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful, the motor error alarm did not recur. Customer's blood glucose level was over 500 mg/dl. The alarm was caused by a connection issue. The device was not returned.